Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
Investigation on-site has been performed by our field service engineer. Trouble shooting revealed that the unit had a defective mains inlet. The mains inlet including fuses were replaced, and the compressor was returned to service after successful function and safety check. Visual inspection of received photo of the mains inlet confirms that it is very dusty and that the fuse had insufficient contact with the fuse holder. The fuse and the mains inlet have not been investigated further, but earlier investigations of a similar complaint has determine that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying). Causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection for damaged parts and preventive cleaning of dust in the main inlet. There is no information about when the last maintenance was done on this device.

Event description:
It was reported that they compressor blows the ac input fuse intermittently when it is powered up. There was no patient involvement. (B)(4).